Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified coronary artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilation. However, during inflation at below the nominal pressure, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.